Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Block d6b: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7058042.

Event description:
It was reported that the patient underwent an explant procedure due to the scar tissue causing pain. The explanted devices were retained by the medical facility and will not be returned. No further information has been obtained despite good faith efforts.